Event description:
During preparation for the use of therapeutic pvp (photoselective vaporization of the prostate) procedure, it was reported that the subject device had noise in the image, due to possible disconnection. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2 (added health professional). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e216 error, electrical contact corrosion. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunctions: image capture and cable flooding caused communication problems, resulting in image noise. E216 error occurred due to communication failure caused by image capture and cable flooding. A definitive root cause could not be identified for the electrical contact corrosion. Olympus will continue to monitor field performance for this device.

Event description:
During preparation for the use of therapeutic pvp (photoselective vaporization of the prostate) procedure, it was reported that the subject device had noise in the image, due to possible disconnection. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.